Event description:
The valve was explanted due to mitral valve regurgitation. During the procedure, the pt experienced severe hypotension and bradycardia requiring CPR. The pt expired in the or. There was endocarditis on the valve.